Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty display. At this time, patient involvement is unknown. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event. The service engineer bonded the inverter cards for the screen and the unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a flickering display.